Event description:
IV fluid channel pump showed alert that due for maintenance and shut down while in patient use.

Event description:
IV fluid channel pump showed alert that due for maintenance and shut down while in patient use.